Manufacturer narrative:
Batch review performed on (B)(6) 2021. Lot 2103536: 35 items manufactured and released on (B)(6) 2021. Expiration date: 2026-apr-22. No anomalies found related to the problem. To date, 14 items of the same lot have been sold without similar reported event.

Event description:
The patient came in 19 days after the primary surgery due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the poly. The surgery was completed successfully.